Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a procedure was done that was supposed to be a catheter revision/replacement. The physician was unable to properly place the new catheter. The old catheter and pump were removed from the body with no new implant was used. No symptoms were reported. There were no further complications reported at this time. Information was received from a manufacturer representative. It was reported that a dye study was done on this patient and determined that there was an issue with the catheter. On (B)(6) 2018, the patient showed the manufacturer representative that he could flip the pump over in the implanted pump pocket. The manufacturer representative could not connect the pump with the clinician programmer until he flipped the pump back over. The healthcare provider (hcp) tried to place two catheters in the patient and was unable. Once removing the pump, they were able to see the catheter was almost completely twisted around itself while attached to the pump. It was discussed that it was in the patient's best interest to remove the pump while there was no catheter connected to it. The cause of the inability to place the catheter "must be an anatomical blockage," per the hcp. There were no further complications reported at this time.